Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental.

Event description:
The vigilance responsible of the hospital, (B)(6), reported via fax an event of breakage of the peduncular screw at l5 level left peduncle, with consequent loosening of the right l2 blocker and caudal migration and loosening of left l2 blocker. The pt underwent a surgical procedure of fixation of l2-l3-l4-l5 with a xia 3 system on (B)(6) 2011 due to a mielinic fracture at l4 level. On 6th of december 2012 the pt underwent a unanticipated revision surgery in which all the xia 3 implant was removed.